Event description:
The pt's mother initially reported that the pt was experiencing increased spasticity and pain and the hcp has shortened the refill interval by 11-15 days. The pt's mother reported that at the last two refills, volume discrepancies were noted. The expected reservoir volume was 2 mls; 4.4 mls was aspirated. At 12/06 refill, a discrepancy of 0.5mls was noted. The pt's mother also reported that the pt had an intermittent low grade fever, but this was not verified by the hcp. The hcp reported that no alarms were occurring, although enabled, and that the pump is not working as effectively due to nearing end of life. Mother reported she accidentally overdosed the pt last sunday with oral baclofen; specific symptoms were not reported. The pt is feeling ok now according to mother. A referral has been made to a neurosurgeon for a pump replacement but has not been scheduled yet. In the interim, they are treating the pt by scheduling earlier her refills.